Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45). The sizing of the device was determined by transthoracic echocardiogram (tte). The dimensions of the left atrial appendage (laa) was orifice 0 degree: 17.5mm 45 degree: 24.8mm 90 degree: 23.2mm and landing zone: 0 degree: 25.0mm 45 degree: 24.1mm 90 degree: 21.4mm 135 degree: 25.9mm. During procedure, the device was removed and a new 25mm amplatzer amulet left atrial appendage occluder was chosen. But there was no success with the device and physician selected the device with lobe size 18mm. Both the 28mm and 25mm devices were removed from the patient prior to release from the delivery cable. There was no additional product experience other than the mis-sizing occurred for both the devices. During the deployment of 18mm, close criteria were satisfied and tension test was performed. The 18mm amulet was implanted with the same delivery system, and the device compression was in the marshmallow shape. Nine days after the implant, patient came back to the hospital presenting with shortness of breath, tte showed the device was stuck in the mitral valve. There was severe mitral regurgitation. The physician tried to remove the device via snare, but the attempt was unsuccessfully. The device was removed surgically. The physician mentioned the cause of embolization was sub selecting the lobe. The patient was reported recovering.

Manufacturer narrative:
An event of shortness of breath after nine days of implant, severe mitral regurgitation and device being stuck in mitral valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The 28 mm and 25 mm amulets were chosen before 18 mm device and mis-sizing was reported for both the devices. Based on the information received, the cause of the reported incident could not be conclusively determined, however it could possibly be related to mis-sizing. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the 18 mm amulet was implanted with the same delivery system that was used with previously used amulet device. Please note that per instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."